Event description:
The customer returned the product for bad key, during physical inspection it was found that the downstream occlusion (dso) seal was delaminating. There was no patient involvement.

Manufacturer narrative:
B3: date of event: year of event have been provided, but month and day is unknown. One device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found a delaminating downstream occlusion (dso) seal and a dent in the upstream occlusion (uso) seal. The dso/uso seals were replaced. A dso/uso sensor calibration was performed and validated through the occlusion tests. The printed wiring assembly (pwa) was also replaced. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated, and the device was reset to standard configuration.